Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device failed visual inspection due to a tear on the output cable. The damage that was observed did not affect the functionality of the device. The reported event of a "damaged cable" is confirmed at bench-testing. Only the outer rubber cable was damaged and not the inner wires. The battery was fully charged during the investigation and passed visual and functional testing. The battery performed as intended. Based on the available information, the most likely root cause of the reported event can be attributed to wear of the strain relief and output cable or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cable of the battery was damaged. The strain relief was worn. The battery was replaced. No patient complications have been reported as a result of this event.